Event description:
It was reported that noise had been observed on the atrial lead; an insulation fracture was suspected. No patient symptoms were reported. The physician elected to not change the device settings. The lead remained implanted.